Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. The reported products were reviewed for compatibility, and it was determined that the tibial tray is not indicated for use with this bearing and femoral component. Based on the available information, it is not possible to evaluate the situation in regard to the valgus deformity and the reason for the revision surgery. The investigation showed that the used combination has not been confirmed to be approved for use. If and to what extent this combination would contribute to the reported issue remains unknown. Therefore, a definitive root cause could not be determined. The tibial-bearing keel interface will fit and function as intended; however, there will be a nominal overhang of the bearing from the tibial tray, with an associated risk of impinging on surrounding soft tissue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item name# vang rocc cm fm cocr 62.5mm lt; item# p09v0g04; lot# 0001640988. Item name# vg rocc tib tray cem cocr 63mm; item# p10v0002; lot# 0001769508. Item name# unknown cement; item# unknown; lot# unknown. G2 ¿ foreign ¿ japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery for alignment adjustment. During initial surgery it was reported that the surgeon used a combination of tibial tray and movable bearing of a size not recommended. A postoperative check revealed that the distal femoral osteotomy had not been performed as intended, leaving a curvature and leg deformity. The revision surgery, approximately 14 days post-implantation, involved fine-tuning the osteotomy and replacing the femoral implant with a cemented interlocking device to correct the alignment. Attempts have been made and all additional information received has been included in this report.